Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0414 captures the reportable event of peg tube torn material occurred inside the patient.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy (egd) with peg placement procedure. The exact procedure date was unknown. During the procedure, when the device was inserted the healthcare professional noticed a hole on the device tubing. The device was then removed, and the procedure was completed with another of the same endovive safety peg kit pull method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0414 captures the reportable event of peg tube torn material occurred inside the patient. Block h11: (investigation result) the returned endovive safety peg kit pull method was analyzed, and a visual evaluation noted a hole in the feeding tube. No other problems with the device were noted. The reported event of feeding tube torn was confirmed. Upon analysis, it was found that there was a hole in the feeding tube. Based on the condition of the device, the hole could have been generated most likely by procedural factors such as handling of the device during insertion that could have resulted in the encountered problem. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy (egd) with peg placement procedure. The exact procedure date was unknown. During the procedure, when the device was inserted the healthcare professional noticed a hole on the device tubing. The device was then removed, and the procedure was completed with another of the same endovive safety peg kit pull method. There were no patient complications reported as a result of this event.